Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's ins flipped in their chest, making it more difficult to charge their ins. They had local ambulatory surgery to flip the ins and secure it in the correct orientation. No further complications were reported as a result of this event.